Event description:
Patient with new mic-key gastronomy tube (gt) inserted today. Upon arrival and throughout shift - mic-key button was in place, with three suture/buttons in place. Gauze was placed over the site - due to patient having anxiety when looking at new gt. Gauze with scant serosanguinous drainage noted. Gt venting to diaper. In evening- day and night rn at handoff, lifted gown to find site was bleeding, one of the three buttons was completely detached, mic-key button was completely out. Mic-key balloon was found to be deflated. Md notified. Extra staff were called to bedside. Upon checking the balloon, the balloon was still completely intact. Unsure of where the fluid in the balloon could have gone as it was noted in the surgical note that it was inflated with 5 ml sterile water. 14 french 1.5 cm gt kit at bedside, along with a 12 french rob-nel catheter. In accordance to advice from the gi fellow, the senior resident, reinserted a new mic-key button. Patient was medicated prior to procedure with dilaudid pro re nata (prn) dose. There was no harm in this event.

Event description:
Patient with new mic-key gastronomy tube (gt) inserted today. Upon arrival and throughout shift - mic-key button was in place, with three suture/buttons in place. Gauze was placed over the site - due to patient having anxiety when looking at new gt. Gauze with scant serosanguinous drainage noted. Gt venting to diaper. In evening- day and night rn at (B)(6), lifted gown to find site was bleeding, one of the three buttons was completely detached, mic-key button was completely out. Mic-key balloon was found to be deflated. Md notified. Extra staff were called to bedside. Upon checking the balloon, the balloon was still completely intact. Unsure of where the fluid in the balloon could have gone as it was noted in the surgical note that it was inflated with 5 ml sterile water. 14 french 1.5 cm gt kit at bedside, along with a 12 french rob-nel catheter. In accordance to advice from the gi fellow, the senior resident, reinserted a new mic-key button. Patient was medicated prior to procedure with dilaudid pro re nata (prn) dose. There was no harm in this event.